Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an extractor xl retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complainant, the balloon would not deflate when attempting to remove the catheter from within the patient. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine. Attempts to obtain further information regarding the event have been made, however no information has been received. If further information becomes available, a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of balloon would not deflate. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction of balloon deflation difficulty could not be confirmed. However, balloon inflation and deflation issues can occur due to procedural factors such as tortuous anatomy; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.